Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was unpacked during a procedure on (B)(6), 2021. During preparation, the association loop detached upon opening the package. The procedure was completed with another obtryx ii system - halo device. There were no patient complications reported as a result of the event.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of association loop detachment. Block h10: one mesh sling assembly was returned for analysis. A visual examination of the returned obtryx ii system - halo device revealed that one of the association loops detached from the dilator. The metal braided loop was dislodged from the plastic dilator tip, and the metal braid was frayed at the separated end. Therefore, the reported event is confirmed. An investigation was opened to investigate this issue of association loop detached upon opening the packaging. The investigation confirmed that the reported complaint is a manufacturing deficiency where the association loop wire was too short to be fully encompassed with the crimp. Based on the analysis of the returned device, the conclusion code selected for this event is manufacturing deficiency, which indicates problems traced to manufacturing process.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo device was unpacked during a procedure on (B)(6) 2021. During preparation, the association loop detached upon opening the package. The procedure was completed with another obtryx ii system - halo device. There were no patient complications reported as a result of the event.